Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced fainting/syncope twice in one week. They also reported that they sought medical care and an emergency medical technician (emt) stated that their, implantable pulse generator (ipg) looked, "messed up," and there was concern around its provision of pacing. The ipg remains in use. No further patient complications have been reported as a result of this event.